Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating and smoking where the cable connects to the handpiece. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating and smoking where the cable connects to the handpiece. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection. Through visual inspection, the motor sockets were confirmed to be corroded and the flex assembly was damaged.